Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported via the implant patient registry that this 21mm valve was explanted from the aortic position after an implant duration of 1 year and 1 month due to dehiscence leading to paravalvular leak. A 23mm valve was implanted in replacement. As reported patient developed pvl approximately 1 year after the implant, blood culture was negative, and there were some blood tests that were suggestive of an autoimmune disease causing aortitis.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that this 21mm valve was explanted from the mitral position after an implant duration of approximately 1 year and 1 month due to dehiscence of the aortic annulus from aortitis, leading to paravalvular leak. A 23mm valve was implanted in replacement. As reported patient developed pvl approximately 1 year after the implant, blood culture negative, and there were some blood tests that were suggestive of an autoimmune disease causing aortitis. Reportedly, at the time of explant, more than half the annular sutures had given way, and the valve prolapsed into the ventricular cavity. Patient went into cardiogenic shock due to the torrential paravalvular leak. An emergency redo valve replacement was performed, but the heart did not recover, and patient came out of ot on ECMO. As per the surgeon opinion device did not malfunction. Patient died due to a multi-organ failure.